Event description:
It was reported that during a laparoscopic appendectomy procedure, the surgeon reported that the clip would not form and would not stay on the target tissue. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Anti-backup and ratchet pawl. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the instrument was cycled and it fed and formed two malformed clips due to an anti-backup failure, three conforming clips and one clip with gap. In addition, the instrument locked out as intended. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling the ratchet pawl was found to be damaged; this condition caused the anti-backup failure and malformed clips, however no conclusion could be reached as to what may have caused the ratchet pawl damage. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.